Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient did not think the ins was working anymore. They stated that their diabetes was under control however they were experiencing a return of symptoms for about a month or so. The patient was redirected to a healthcare professional (hcp) to have their device checked. No further patient complications were reported as a result of this event.